Event description:
It was reported when using the bd pyxis¿ medstation¿ es, main drawer 2.2 was failed and unable to open. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 31-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.2 failed to detect on the bus. A field service engineer (fse) replaced the door controller printed circuit board, but after turning on the station, the board failed. The fse then replaced the drawer controller, printed circuit board and the door module printed circuit board, but during the functional test through the hardware test application, the boards failed again. Finally, the fse found that light emitting diode was off on module controller, replaced both controllers and the flat cable and tested the drawer in the application to resolve. The system functioned as intended after the field service engineer repaired the device.